Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of red lumps, pain, bruising, tenderness, swelling, "yellow tinge", scar tissue, and areas of pigmentation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labelling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. Haematomas, indurations or nodules at the injection site, staining or discolouration in the injection area.

Event description:
Healthcare professional reported event noted approximately 17 months after injection with unspecified juvederm voluma the patient developed "lumps forming in tear trough, pain, bruising" and tenderness. The healthcare professional noted that the patient developed an "ear ache, tooth ache prior to swelling lateral side of cheek". The patient also developed "deep purple bruises on each cheek". The patient also developed "deep purple bruises on each cheek"; the "left side [was] worse with a red lump and the right side has a yellow tinge". The patient was prescribed flucloxacillin and hylase. Symptoms appear to be "settling" but the healthcare professional feels the patient needs additional follow up due to "scar tissue and areas of pigmentation where swelling was" noted.